Manufacturer narrative:
Other text: h10 device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: 0354 starting ll0 (B)(6) 2020 7:22:00 pm, 0355. Error 1860 (B)(6) 2020 10:32:00 pm, 0356 power down (B)(6) 2020 10:32:00 pm, 0357. Pump turned on (B)(6) 2020 11:02:00 pm, 0358. Pump turned off (B)(6) 2020 11:03:00 pm, 0359. Error 1840 (B)(6) 2021 2:55:00 pm. The customer's reported problem was confirmed in the ehl and during functional testing. The pump displayed error code 18410 when the prime key was pressed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced in order to address the product fault.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced error code 1860. The error code was observed during testing. There was no patient involvement.